Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device alarmed upstream occlusion. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'upstream occlusion' which were verified through a review of the event history log by the presence of 'upstream occlusion!' Messages but it was not duplicated during evaluation. Evaluation did not reveal a device malfunction during testing. The 'upstream occlusion' alarms in the log were likely a result of normal pump operation. No correction required. Should additional relevant information become available, a supplemental report will be submitted.